Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported crown in front tooth is discolored and dentist advised unfamiliar with byte and cannot provide recommendation as to continue treatment prior to additional dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.